Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the 32056 error axes controller, arm (aca) in usm3 failed to initialize i2c was followed by a 1123 arm3 usm encoder error, failed to read data from searchlight p3=1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensor check test was found to be failing dof2/yaw axis, replicating the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that the yaw searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that repeated faults occurred on arm 3, specifically error code 32056. The site attempted to resolve the issue by power cycling the system and the patient side cart (psc), but the error persisted. Error log analysis indicated errors related to axes controller, arm (aca) in universal surgical manipulator (usm) 3, including failure to initialize an i2c device and log full conditions. The procedure was completing as planned with no reported injury.